Manufacturer narrative:
Results: one open device without packaging was returned for evaluation. A visual inspection revealed a needle coming out of its shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6055970. Conclusion: an absolute root cause for this incident cannot be determined. Although a visual inspection showed a needle through shield, the device history record review showed no irregularities and the returned sample was not in its original packaging. Therefore, the customer's reported defect cannot be confirmed as a manufacturing defect. (B)(4).

Event description:
It was reported that as a nurse was removing a 19 g x 1 1/2 in. Bd nokor filter needle from its package, he/she obtained a clean needle stick because the needle had pierced its protective sleeve. No medical intervention was reported.